Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to a battery depletion error with it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed that there was sufficient capacity to deliver six shocks with a charge time less then fifteen seconds if replaced within ninety days from (B)(6) 2023. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was triggered due to a battery depletion error with it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed that there was sufficient capacity to deliver six shocks with a charge time less then fifteen seconds if replaced within ninety days from (B)(6) 2023. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that an alert was triggered due to a battery depletion error with it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed that there was sufficient capacity to deliver six shocks with a charge time less then fifteen seconds if replaced within ninety days from (B)(6) 2023. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to a battery depletion error with it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed that there was sufficient capacity to deliver six shocks with a charge time less then fifteen seconds if replaced within ninety days from (B)(6) 2023. No adverse patient effects were reported. The device remains implanted.